Event description:
The customer reported that button/keypad unresponsive on the insulin pump. Customer stated that when he press act button and press down the numbers keep scrolling up. Customer's blood glucose at that time was 183mg/dl. Advised the customer that the insulin pump would be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad traces. No scrolling numbers display anomaly noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.